Event description:
Information was received from a consumer regarding a patient who was receiving prialt (ziconitide, snx-111) via an implantable pump for non-malignant pain use. It was reported that the handset was lagging at 90 percent. The patient said that the handset was lagging for so long that the communicator would time out/shut off. The agent guided the patient through clearing the data. The patient was then able to connect to the pump without any lag or issues. The patient will call back if further assistance is needed. The patient said that they had turned the device (handset) off and started up the device (handset) again 5 minutes later, but the device (handset) never got past 90% and so they never got to the point of requesting a bolus, but when the handset connected to the pump they saw that they lost a bolus somehow. When asked for the event date, patient said that it had been just a couple days.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh90t01 lot# serial# (B)(6); implanted: explanted: product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.